Event description:
The clinician reports the implant was inserted on (B)(6) 2019 in ada 18. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with bone type iii and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: mobility, swelling, bleeding and inflammation. No further patient complications were reported.